Manufacturer narrative:
Quality control testing on reserve product was conducted for visual inspection, volume fill, particle size, x-ray, and infrared testing. All results for all tests met acceptance criteria.

Event description:
Customer initially provided limited information on 12/5/2023, alleging the subject device was "too fibrous and doesn't work on it's own," and the physican did not want to use the device for the patient's socket graft procedure. At the time, no indication of negative patient impact or adverse event was reported. The customer provided additional information on 4/26/2024. The subject device, zcore, was originally utilized for a socket graft (in socket #28) on a patient on (B)(6) 2024. It was originally planned that the patient would have the implant placed on (B)(6) 2024. However, the product was "scraped out" and regrafted on (B)(6) 2023. The exposed roots were scraped and covered with allograft (not a collagen matrix, inc. Product). An implant was evenutally placed in the patient on (B)(6) 2023. The customer confrmed the implant has integrated and restored and there has been no further bone loss seen. No additional information surrounding revision surgery or patient status was provided.